Manufacturer narrative:
The following other devices were added in this report: size 6 accolade ii 127 deg; cat# 6721-0635; lot# 36824406. Primary titanium hemi solidback cup 50mm; cat# 500-03-50d; lot# mlmpjk. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 41844804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient has minor pain in left hip. He also thinks his metal levels might be going up.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation and results. The device was not returned for evaluation. Medical records received and evaluation indicated that. A medical review was completed and concluded there is no documentation to confirm the complaints noted in the event descriptions. There is no follow-up documented after (B)(6) 2013. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient documentation was provided. Further information such as pathology report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has minor pain in left hip. He also thinks his metal levels might be going up.